Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that battery cap was old and very hard to get off to change batteries, the top around the place you put the reservoir in was chipped and not flush. No harm requiring medical intervention was reported. The device will not be returned for analysis.